Manufacturer narrative:
The device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that a patient experienced elevated, itchy red bumps two to ten days after the procedure. The bumps appeared to be similar to mosquito bites. It was determined that the patient had an allergic reaction. The patient's symptoms have resolved. It is not known if treatment was provided. No further information can be obtained.